Manufacturer narrative:
Correcting implanted date from (B)(6) 2023 to (B)(6) 2009. Correcting explanted date from (B)(6) 2023 to (B)(6) 2023. Correcting aware date/date received by manufacturer from 27-nov-2023 to 14-nov-2023. Correcting lot # from 506904 to 64414. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 1930, medical device problem code - 1863. The correct codes for this complaint are: health effect - clinical code - 1932 and 2013, medical device problem code - 2408. This is a follow up report for this corrected information. This follow up report is also removing the initially reported UDI# of (B)(6).

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.